Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the mini drawer 1.3 was jammed and unable to open. The entire pyxibus and mini controller module had to be removed and disconnected and mini engine stuck in the housing. A large bottle was discovered, forced in without a tray, and unable to slide in any direction and the engine was removed, but it had a broken flat flex cable. Then the mini engine was replaced, and everything was reassembled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer was failed. The customer reported that the user was managed to retrieve the medication from another device. There were no adverse events or injuries reported based on this incident.